Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated the cgm was displaying a value over 250 mg/dl and took insulin based off the reading. They ate breakfast and went to work. While at work the patient started feeling lightheaded and dizzy, so they performed a finger stick and the bg meter was displaying 42 mg/dl, compared to the cgm displaying 131 mg/dl. The patient calibrated the dexcom system and indicated that they called the paramedics. The patient was treated by the paramedics; however, details were not provided. At the time of contact, the patient was feeling better. Data was provided for evaluation and the allegation was confirmed. A probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. No additional patient or event information is available.